Manufacturer narrative:
The esu was manufactured in 2012, no other complaints are associated with this unit. The user facility has declined to return the esu for evaluation, and the unit remains in service at the facility. The procedure also included use of a snare, active cord, and grounding pad, none of which were manufactured by us endoscopy. Statements in the instructions for use include: the responsibility for selection of power and output mode rests with the physician. The output power level should be as low as possible for the intended purpose. The choice of accessory (i.e. Snare), the amount of tissue in the current path, and the amount of time that the current is applied, all effect the final clinical outcome. Us endoscopy offered in-service training to the facility, which was accepted and completed on april 18, 2018.

Event description:
The user facility reported a tissue burn at the site of polyp resection during a procedure which included use of the gi 4000 electrosurgical unit (esu). A hot snare was used to resect the polyp, during which the user reported seeing an arc with a resultant burn (approximately 1 cm in length) to the nearby tissue. There was no report of perforation and there was no additional treatment given. There was no report of esu malfunction.